Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose (bg) level was 363mg/dl and a correction bolus was delivered to address the bg level after a supply change was performed to address the cartridge alarm. After the supply change, the customer's bg level remained elevated and an occlusion alarm occurred. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Further troubleshooting was declined by the customer. Tandem technical support informed the customer in regards to the possible causes of occlusion alarms.